Event description:
It was reported that after a diagnostic procedure, arteriotomy closure was attempted of the right femoral artery using a perclose proglide device. Reportedly, as the knot was being advanced to the vessel, the suture broke. The suture was removed and a second proglide device was used to achieve hemostasis. There were no reported adverse patient sequelae. The physician was reported to be trained in the use of the perclose proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. The lot number was provided. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). The product was not returned for analysis, which may have assisted in the investigation. The suture can break due to a number of factors including, but not limited to, a manufacturing deficiency, operator deployment technique, and/or patient anatomical conditions. A suture break may occur if the operator applies too much tension while pulling on the limb suture. No information was provided regarding the deployment technique of the operator. A femoral angiogram performed prior to arteriotomy closure revealed no vessel calcification, vessel tortuosity, or access site/groin scarring. Based on the reported information and the investigation, a conclusive cause to the reported suture break could not be determined. A search of the lot history record for the reported lot was performed and revealed no nonconforming material record associated with this lot. A query of the complaint database for this lot revealed no similar incidents. During manufacturing, suture strength is tested, assembled, and loaded into the device. A quality control audit inspection is performed to verify product quality. In addition, sampling of finished devices is destructively tested to verify the functionality of the device. There does not appear to be any indication of a lot specific product quality deficiency.